Event description:
New information received notes the patient was seen in clinic on (B)(6) 2023. The patient was awaiting surgery. The date of surgery was not yet known.

Event description:
It was reported that oversensed, noise leading to episodes of non sustained ventricular tachycardia and pacing inhibition (longest 1.6 seconds) was observd on the right ventricular channel. The patient was dependent and experienced some diziness. Programming changes to sensitivity were made. A right ventricular (rv) lead integrity issue was suspected. The rv lead remained in service post re-programming. Related medwatch form #: mw5119636.